Event description:
(B)(6) site patient ID: (B)(6). It was reported that on (B)(6) 2023, a triclip xtw was implanted to treat functional tricuspid regurgitation (tr) grade 5. Tr was reduced to grade 2. On (B)(6) 2025, the patient retruned with shortness of breath and fatigue due to heart failure. Further investigation revealed pleural effusion. Medical treatment was performed with resolved the effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported heart failure and pleural effusion. Heart failure/congestive heart failure, dyspnea, and pleural effusion are listed in the instructions for use is a known possible complication associated with triclip procedures. The reported dyspnea was due to heart failure. The reported hospitalization and medical required were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) site patient ID: (B)(6). It was reported that on (B)(6) 2023, a triclip xtw was implanted to treat functional tricuspid regurgitation (tr) grade 5. Tr was reduced to grade 2. On (B)(6) 2025, the patient retruned with shortness of breath and fatigue due to heart failure. Further investigation revealed pleural effusion. Medical treatment was performed with resolved the effusion.